Manufacturer narrative:
Additional event information received.

Event description:
The reported device was prepared as indicated in the IFU. The catheter was inspected and tested prior to use. There was no kink observed prior to entering the patient. The leak was observed when contrast media was injected into the catheter when it was in the target area. No devices had been loaded and there was no resistance felt when administering contrast through the catheter.

Manufacturer narrative:
The has not returned for evaluation. Should it return, a supplemental report will be submitted once the evaluation is complete. The marathon instructions for use advises: "if flow through the catheter becomes restricted, do not attempt to clear the device by high pressure infusion. Either remove the catheter to determine the cause of the obstruction or replace it with a new catheter. Excessive pressure may cause catheter rupture, possibly resulting in patient injury."

Event description:
Medtronic received information that during the procedure, solution/contrast began leaking from the distal end of the marathon catheter, about 10cm from the tip. A new marathon was used from the same lot number to complete the procedure. The patient was receiving embolization treatment for a cerebral arteriorvenous fistula. The marathon was advanced to the peripheral section of the mma and the physician injected contrast medium. The solution was observed leaking from the distal end, 10cm from the tip. No intervention was required and the patient is doing well, no adverse issue was reported. Ancillary device - guiding catheter: envoy 6fr 90cm (codman), guidewire: chikai10 (asahi intecc) *type of procedure and access site - cerebral arteriovenous fistula / embolization *was the vessel tortuous? - not available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.